Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose of greater than 400 (mg/dl). Customer administered a syringe bolus to treat bg level before reverting to an old pump for diabetes management. Troubleshooting and review of pump history with tandem technical support did not reveal any anomaly in pump performance. Recommendation was made to the contact to have the customer contact their health care provider to discuss diabetes management.